Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08740 inches. No motor error alarms or motor position encoder error error alarms were noted. The motor was tested outside the device and passed. Unit was received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Unit was received with cracked case at the display window corners, reservoir tube lip and batter tube threads. Unit was received with broken belt clip slot. Unit was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 334 mg/dl at the time of the incident and declined high blood glucose troubleshooting. The customer¿s parent stated that the drive support cap was flush. Customer's parent also reported that the customer was in the hospitalized due to ketones. No other information regarding hospitalization was reported. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.